Event description:
Through the article, "spectrum of disease: breast implant associated large cell lymphoma, atypicals and other implant associations", it was reported in a general way how unspecified textured implant devices contribute to alcl. Manufacturer of the devices is unknown. Histopathological markers, cd30 positive and alk negative, are reported in the article and specific. Affected side is unknown. Status of the device is unknown.

Manufacturer narrative:
Facility name: (B)(6). The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl. Article citation: fracol, m. E., rodriguez, m. M., & clemens, m. W. (2023). A spectrum of disease: breast implant-associated anaplastic large cell lymphoma, atypicals, and other implant associations. Clinics in plastic surgery, 50(2), 249¿257. Https://doi.org/10.1016/j.cps.2022.12.001.